Event description:
As reportedto medtronic crews were unable to pace a patient, the device indicated connect cable and use of the device was inhibited. The reporter stated there was a back up device on scene. The back up device was used to continue care to the patient. The reporter stated there were no adverse affects to the patient as a result of device operation.